Manufacturer narrative:
E1: initial reporter facility name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was broken/damaged; there was a separation between the female connector (dark blue connector) and main body. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a separation between the female connector and main body of the twist clamp was observed. The reported condition was verified. The cause of the condition was determined to be related to an inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.